Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's healthcare provider (hcp) alleged that the pump was not working as intended. Reportedly, the contact was unable to verify the reason that the hcp believed that the pump was delivering more insulin than requested by the customer. The customer was unable to upload the pump data logs for a log review to be performed by tandem technical support. Additionally, the customer did not have the pump available for troubleshooting to be performed. During a follow-up call with the territory manager (tm) it was verified that the reported issue was due to the history being inaccurate on diasend; however, the tm was unable to verify if the hcp believed that the pump history was also inaccurate. Although requested, no further information was obtained. Blood glucose level ranged from 70-500 (mg/dl) with ketones. Reportedly, the customer continued using the pump for insulin therapy.